Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 390 mg/dl at the time of incident and the other blood glucose level was 515 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer will be going to emergency room as she did not had back up plan available. Customer reported that they are not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.